Event description:
Same as manufacturing number 6000089-2005-00657, and 6000089-2005-006582.5 hours following a coronary drug eluting stenting treatment procedure the patient experienced an acute thrombosis. In 2005 the patient presented to the cardiac catheterization lab (ccl) with lesions in both the mid circumflex (cx) artery and the mid right coronary artery (rca). The right femoral artery was accessed and a taxus express2 2.75 x 12 mm drug eluting stent was advanced and deployed for 29 seconds at 17 atm in the mid cx. There had been no pre dilation of the vessel. A taxus express 2.5 x 12 mm stent was then deployed for 8 seconds at 17 atm in the mid rca. Thirdly, a taxus express2 2.5 x 12 mm stent was deployed overlapping the second stent in the mid rca for 20 seconds at 17 atm. The rca had also been direct-stented. Medications given during the procedure included lidocaine, angiomax, ic nitro, nubain, and versed. Plavix po 375 mg was given post. Procedure. The procedure was completed at 0834. The patient complained of chest pains at 1104. The patient was returned to the ccl. An angiogram determined a thrombosis present in both the rca and the cx. The rca was dilated with a 2.5 x 15 mm maverick balloon at 4 atm for 10 seconds. A taxus express2 2.75 x 16 mm stent was deployed at 15 atm for 17 seconds. The stent delivery system balloon was used to post-dilate the area for 95 seconds at 17 atm. Then a 3.25 x 15 mm quantum balloon was used to dilate at 17 atm for 18 seconds and again at 12 atm for 8 seconds. The patient's chest pain decreased and the quantum balloon was used a third time at 18 atm for 17 seconds. The same 3.25 x 15 mm quantum balloon was used to dilate the mid cx at 6 atm for 23 seconds and again at 8 atm for 38 seconds. A 2.75 x 15 mm vision stent was deployed at 17 atm for 20 seconds in the cx and the quantum balloon post-dilated the area at 15 atm for 64 seconds. Reopro was given and the patient wa discharged from the hospital the next day. The patient is reported to be in satisfactory/good condition.